Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vticmo13.2 implantable collamer lens of -17.50/2.5/114 (sphere/cylinder/axis) tore/broke during injection/delivery into the eye. There was patient contact with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.